Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device was into the abdominal wall as usual, but the doctor noticed the leakage withdrawing some of the laparoscopic instrument. The seal was damaged and disengaged. The device was replaced to complete the procedure. There was no patient injury.